Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "the pediatric nurse found that when the catheter was infused into the blood vessel, a small floc-like substance adhered to the catheter end of near the catheter adaptor and was removed with a cotton swab. No harm was caused to the patient or to others." (B)(4) occurrences were reported.

Event description:
It was reported that foreign matter was found during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "the pediatric nurse found that when the catheter was infused into the blood vessel, a small floc-like substance adhered to the catheter end of near the catheter adaptor and was removed with a cotton swab. No harm was caused to the patient or to others." 3 occurrences were reported.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9106910. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, visual evaluation of the submitted samples and the resulting review of the manufacturing process determined that the identity of the material is solidified silicone. Silicone is a material used to manufacture this device, and is applied to the catheter as a lubricant for reduced resistance during insertion. Excess application of the lubricant is currently possible due to limitations in the manufacturing process. Bd is currently investigating potential process changes to eliminate the occurrence of similar events.